Manufacturer narrative:
Examination of the reported devices was not possible as it was not returned. A search of the complaints databases identified no other reports against the provided product/lot code combination. The search and/or review of device history records was not possible against the unknown product/lot codes. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. There are no specific allegations, but at revision synovitis from metal on metal articulation was noted. An unknown liner and head are being reported. Update (B)(6) 2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, and greater trochanter fracture that was cabled. The stem is being added to the complaint and part/lot is being updated for the head/liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. Added law firm, patient middle initial, age, revision hospital, surgeon and updated product details.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).